Manufacturer narrative:
Conclusion: without the return of the valve for analysis, a detailed investigation of the issue cannot be performed. However, based on the reported information, the paravalvular leak (pvl) was not due a valve-related issue. There was no allegation against the product's performance. (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve was explanted immediately after implant due to paravalvular leak (pvl), caused by the valve not fully seating into the annulus. There was no allegation of a valve malfunction, and there were other no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.